Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file shows on (B)(6) 2024 at 12:40 a pump error 24 (linenumber 555 filenumber 121) power failure alarm was generated due to the motor health check failed: the vcc voltage was not within the limits. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. The pump passed all functional testing. Pump error 24 alarms and unexpected battery loss are confirmed due to the motor health check failed: the vcc voltage was not within the limits, fault isolated to the hardware. The complaint of failed batt test (battery failed) alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, the insulin pump did not turn on with new batteries. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.